Event description:
The surgeon implanted a plate silicone lens model aa4204vl and the trailing haptic tore during insertion. The lens was implanted and removed without patient injury. Contact believes that lens was damaged by the cartridge and injector. An msi-tr injector and mtc-60c fp cartridge were used, but the lot numbers were unknown.